Event description:
It was reported that the patient presented to emergency department and was admitted to the hospital on (B)(6) 2022 with symptoms of driveline infection including redness, drainage, and exit site pain. Diagnostic testing included a culture of the driveline exit site drainage and chest/abdominal cat scan. The driveline exit site culture tested positive for staphylococcus. The patient was treated with intravenous antibiotics vancomycin and maxopine. The plan of care for the driveline infection was to treat the patient with long term intravenous antibiotics due to the condition not being resolved. Additionally, a cat scan identified the complication of mural thrombus in the outflow graft of the heartmate ii. Coumadin was stopped on (B)(6) 2022 for gastrointestinal bleed. There were no changes to the pump parameters. The patient did not have any symptoms of thrombus. The patient was admitted to the ICU for treatment. Coumadin was restarted on (B)(6) 2022 in order to treat suspected mural thrombus.

Manufacturer narrative:
Related MFR # 2916596-2022-01749 (admission for gastrointestinal bleed). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported mural thrombosis in the outflow graft and driveline infection could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and no product was returned. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18aug2017. The heartmate ii lvas IFU lists device thrombosis and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values and controlling infection. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.